Manufacturer narrative:
A2: age at time of event: 18 years or older. Lot number: was 0024137028 update to 0024081556. Expiration date was 07/18/2022 updated to 07/09/2022. Device manufacture date was 07/19/2019 update to 07/10/2019. Device evaluated by MFR.: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 10mm proximal of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 14 atmospheres. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and microscopic examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and moderately calcified arteriovenous shunt. A 10.0 x 60, 75cm mustang balloon catheter was advanced for dilation. However, during first inflation at nominal pressure,the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications reported and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and moderately calcified arteriovenous shunt. A 10.0 x 60, 75cm mustang balloon catheter was advanced for dilation. However, during first inflation at nominal pressure,the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications reported and the patient was stable.

Manufacturer narrative:
A2: age at time of event: 18 years or older lot number: was 0024137028update to 0024081556. Expiration date was 07/18/2022 updated to 07/09/2022. Device manufacture date was 07/19/2019 update to 07/10/2019.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and moderately calcified arteriovenous shunt. A 10.0 x 60, 75cm mustang balloon catheter was advanced for dilation. However, during first inflation at nominal pressure,the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications reported and the patient was stable.